Event description:
Jabbing my face with the metal bar [face injury] . Head come off - oral-b toothbrush [device breakage] . Case narrative: consumer email stated that metal bar was no longer retaining the toothbrush head very well and this occasionally resulted with jabbing his face with the metal bar after the head came off. No serious injury was reported. 06-nov-2025 product investigation result: device discarded. Complained product will not be available. No serious injury was reported.

Manufacturer narrative:
28-nov-2025 product investigation result: complained product will not be available.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Jabbing my face with the metal bar [face injury], head come off - oral-b toothbrush [device breakage] . Case narrative: consumer email stated that metal bar was no longer retaining the toothbrush head very well and this occasionally resulted with jabbing his face with the metal bar after the head came off. No serious injury was reported.